Event description:
Boston scientific crm received information that the patient with this implantable cardioverter defibrillator (ICD) received inappropriate anti-tachycardia pacing (atp) and shock therapy. It was determined that the patient was in atrial fibrillation which was initially detected in the monitor only zone. The arrhythmia met duration while in the monitor only zone therefore the device entered into redetection in which discriminators become disable. The device treated as the arrhythmia accelerated into the vt zone. Technical services (ts) provided possible programming options to avoid this situation in the future. No adverse patient effects were reported.

Manufacturer narrative:
As of today, this product remains in-service. Should additional information become available, this report will be updated.